Event description:
It was reported that there was some concern surrounding the image quality on the 9000 system. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to adjust system tracking to 120kv. Tracking was adjusted. Also the display on the mainframe is compromised due to missing pixels. Ge no longer supports this system and can not supply replacement parts for this display. Facility advised of the display issue.